Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level. Cause of bg was unknown. Customer consumed carbohydrates and adjusted settings to resolve bg. Reportedly, customer continued to use pump for insulin therapy.